Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that, as received, the connector portion of a partial lead was returned in one piece, measuring 10.0 cm. An external insulation abrasion was noted at 6.5 ¿ 6.7 cm from the connector pin, breaching the outer insulation and exposing the outer coil, consistent with friction to the device can. This product is registered as a combination product.

Event description:
This report is to advise of an event observed during analysis.